Event description:
It was reported that the patient underwent transforaminal posterior interbody fusion (tlif) at l5-s1 using rhbmp-2/acs to treat chronic lower back pain. The patient's "post-operative period was marked by severe painful and debilitating complications," which allegedly "caused his ongoing chronic pain and other complications" and "permanent injury." At an unknown time postoperatively, the patient reportedly developed uncontrolled bone growth onto or around the spinal cord or the spinal nerves. Allegedly, the spinal nerves were compressed by the bone growth resulting in extreme and debilitating pain in the legs and back.

Event description:
It was reported that on: (B)(6) 2003 , the patient presented with pre-op diagnosis of degenerative disk disease , herniated nucleus pulposus , mild stenosis , intervertebral instability l5-s1 . The patient underwent following operative procedures: transforaminal posterior interbody fusion l5-s1, cage instrumentation l5-s1, pedicle instrumentation bilateral l5 <(>&<)> s1 , posterior spinal fusion l5-s1 , 360 fusion l5-s1, local bone for bone graft purposes and use of bmp. Per op-notes, "...bone was packed in the anterior body of l5-s1 and then cage using the bone morphogenic protein and cancellous autologous bone were packed in. .." The patient got discharged after the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.